Manufacturer narrative:
(B)(4). Method: the complaint mr290 chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection revealed a crack at the chamber dome of both returned complaint chambers: device #1 - the crack was found at the hinge bracket of the chamber and residue was found on the primary float. Device #2 - the crack was found below one of the ports and residue was found on the chamber dome. A lot check revealed no other complaint of this nature for lot 151123. Conclusion: we were unable to determine what had caused the cracking on the chamber dome; however, our previous investigations on similar complaints showed that crack on the chamber dome can be due to the application of excessive pressure. The integrity of the chamber can be affected when pressure exceeds 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Moreover, the hospital reported that the damage occurred after a period of use, which suggests that the subject mr290 chambers became damaged after it was released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarm.

Event description:
A healthcare facility in (B)(6) reported that two mr290v humidification chambers were found to be cracked and were leaking. No patient consequence was reported.